Event description:
It was reported that the customer fainted while using lot 8 infusion set, and her infant suffered nondescript injuries. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.